Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was moderately calcified and tortuous in the left anterior descending artery. On the first inflation, the 2.0 x 15mm maverick2 monorail balloon catheter was used to predilate and was inflated to 8 atmospheres for 15 seconds. On the second inflation, the balloon was inflated for 5 seconds and ruptured at 12 atmospheres. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with this device. The pt status is listed as "no problem" with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.